Manufacturer narrative:
The investigation determined the event was due to a pre-analytical handling issue due to gel on the sample probe. The customer has not reported any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found a gel on the sample probe, replaced it, and made adjustments. Precision testing was performed and the analyzer was back in specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 and crep2 creatinine plus ver.2 results for multiple patient samples with the cobas pro c 503 module. The reporter stated they were receiving questionable results for multiple assays. The reporter provided the following examples of questionable results: bilirubin sample: the initial bilirubin was 63.7 umol/l. This result was reported outside of the laboratory and questioned by the doctor. The repeated result was 269 umol/l. This result was deemed correct. Note: the units of measure were requested for the following results however it is still unclear as the sample type was not provided for any of the samples. Sample 1: on (B)(6) 2021, the initial creatinine result was 200. The repeated result was 1000. Sample 2: on (B)(6) 2021, the initial creatinine result was 89. The repeated result was 270. Sample 3: on (B)(6) 2021, the initial creatinine result was <9. The repeated result was 120. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. It is unknown if the bilirubin sample was from the same sample as any of the creatinine samples or from a different sample. The reagent lot numbers and expiration dates were requested but not provided.